Event description:
It was reported that a patient underwent an atrial flutter procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a deflection issue occurred. The catheter stopped deflecting in both directions. It was removed from the patient and noticed to be slightly deflected to the f curve. The physician did not have any difficulty removing it. The procedure was completed with a same like product. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found pu seal damaged and lifting up between ring # 1 and pu seal of the clear sensor sleeve. This finding is reportable because this might lead for a potential risk to the patient. The awareness date for this record is (B)(4) 2014 because of the product returned condition.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial flutter procedure with a thermocool smart touch bi-directional navigation catheter and a deflection issue occurred. The catheter stopped deflecting in both directions. It was removed from the patient and noticed to be slightly deflected to the f curve. The physician did not have any difficulty removing it. The procedure was completed with a same like product. There was no patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found pu seal damaged and lifting up between ring # 1 and pu seal of the clear sensor sleeve. This finding is reportable because this might lead for a potential risk to the patient. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked. Also reddish brown material similar to human blood was observed. Further analysis revealed that both t bars slid down from its place. T bars are anchored just below the tip ¿ peek housing transition, and since they were out of place, a free space was generated that could lead to the peek housing crack. This condition was not reported by the customer. Internal corrective actions were created to address each of these issues. Additionally, pu (adhesive) seal was damaged and lifting up between ring #1 and pebax. A scanning electron microscope was performed over the damaged area. Results showed clear evidence of mechanical damage on the tip dome material which resulted in scratches. Moreover, the pu presented evidence of scratches. Considering that the pu damaged section was straightly aligned to the scratches caused on the tip dome, it is very likely that the unknown object which caused the mechanical damage on the dome caused such damages on the pu as well. No other anomalies were found. As previously stated, since both t bars were out of place, the catheter deflection was not properly working. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing and pu from leaving the facility. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. Internal corrective actions were opened to address the t bars and peek housing issues.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4)